Manufacturer narrative:
The device was returned to omsc for evaluation. Omsc inspected the device and confirmed the following: the reported phenomenon was confirmed. It was confirmed by hand and visually that the adhesive part at the distal end was peeled off. There were no abnormalities in the appearance of the device other than the reported defect. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that it was found that the mounting part at the distal end had come off. There was no report of patient injury associated with the event. It is unknown when the reported defect occurred.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated the device and found that the bending section rubber was scratched and torn. Omsc determined that since the distal end of the bending section rubber was scratched and broken, it is possible that the distal end of the bending section rubber came off due to an external force applied to the distal end of the bending section rubber. The reported event did not occur due to product or manufacturing, and omsc confirmed that there was no problem with the safety of the device. Also, the reported event does not tend to occur frequently. The instruction manual provides the inspection method to properly detect the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.